Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via friend/family member (pt rep) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the controller said stimulation was off, and the battery had not depleted for 3 days. Caller said pt had been in pain for 3 days because they couldn't turn stimulation on. Agent walked caller through how to turn stimulation back on with button on top of controller. Caller asked, agent reviewed meaning of 'stimulation' and what the "a-1" indicators on controller were (agent explained group/programs were set up by their rep). Agent reviewed green border would highlight around letter a if stimulation was on; caller confirmed a was highlighted. The troubleshooting steps that were taken on the call resolved the issue. Upon further review, prior to caller getting through for this call, they were disconnected from a different agent and they had mentioned seeing MRI mode; sounded like caller may have turned MRI mode on, which turned pt's stim off. Pt rep called in before reaching agent from this case and started to give information but the call was dropped. Pt rep mentioned they pushed MRI mode which turned off stimulation and that their battery has not gone down. Pt rep called back and was able to reach the agent in this case. (B)(6) 2023 rtg0499040 (con): pt rep called back and reported same issue; thinking stimulation wasn't on, but agent explained to caller the green illuminated letter would suggest that stimulation was on. Agent had caller turn stim up and they reported stimulation was set at .1, and they incremented up past 2.0 and pt said they still weren't feeling like stim was on. Caller said the battery had depleted since yesterday; controller was at 90% and ins was 80%, same as yesterday. Agent redirected caller and pt to hcp to have a rep assist them in person and assess if reprogramming is necessary.